Event description:
It was reported the patient was experiencing high impedance with low output current. Battery is at 50-75%, no apparent trauma or external injury nor damage to the area. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
The information has been corrected.